Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported entrapment was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported entrapment appears to be related to circumstances of the procedure. The returned catheter was returned separated into two sections, at the x-ring retainer junction¿which was confirmed to be an intervention technique employed by the user and is not attributable to the reported entrapment. There were no damages nor anomalies noted to the catheter which could be directly attributed to the reported entrapment. In this case, it is likely that interaction with the implanted stent was the cause for the reported entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The dragonfly opstar imaging catheter became stuck on an implanted stent (post-pci). The catheter had to be cut at the proximal side and a wire was inserted to remove the other portion. Intravascular ultrasound (ivus) was used instead to continue and complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.